Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the pump got caught and bumped on the customer's door causing the pump touch screen to become cracked. In addition, the pump touch screen became non-functional and blank. Customer's blood glucose was 115 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.